Event description:
It was reported by the rep that the device was used during an aaa procedure. It was reported that the mcm20 clip applier clips would not close all the way. Tried 3 clip appliers from same box. Completed the case with a clip applier from different box. There was no consequence to the pt.